Manufacturer narrative:
The device was not returned to siemens for evaluation; however, the engineers visited the user facility and reviewed the system logs. During the review of the logs, it was found that the reported issue was due to a common physio module (cpm) communication failure. Engineers confirmed that the root cause of the issue was due to error in the design of the connection of the auxilliary (aux) ECG input of the cpm. Accordingly, two sources caused the issue. First, the ground connection between the cpm and aux had a small gap that prevented the ground to not be properly connected and the second is that the high frequency noise was coupled to the ground line in the aux cable. These made the cpm more susceptible to electrical noise. The issue was resolved with a change to the cpm hardware and a change to the aux cable. This type of issue is no longer reportable and siemens is issuing a safety recall of the cpm # z-1200-2018. The risk index is 3a per hre 2017-16 (CAPA# 2017-11000430). The probability of the occurrence of harm was determined to be improbable, and is estimated to be 1 event in 33,721,337 examinations. No harm has been reported to date.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. Reference: (B)(4).

Event description:
It was reported that while performing treadmill stress test, the electrocardiogram (ECG) trace disappeared. The user was unable to save the clip so the "3 beats" was turned off and turned on "time". The user was still not able to save the clip so the ultrasound system was rebooted. After the reboot the ECG trace reappeared for about 10 seconds then disappeared. At that point, the test was aborted and the patient was sent home. There was no patient harm reported. No additional information was provided.